Event description:
Suprafoil implant used for orbital floor fracture; packaging does include expiration date; when implant was being entered for tissue tracking. Vendor was called for expiration date. Reported that lot # was expiration date. This implant expired 11/16/2015.